Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous distal and mid left anterior descending (lad) artery. A 2.5x28mm synergy drug-eluting stent was advanced to treat the lesion by overlapping proximal left anterior descending (lad) artery with previously placed stent. However, the device got caught in the target lesion so it was pulled out by the physician. When the stent was checked, its distal part was found to be lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous distal and mid left anterior descending (lad) artery. A 2.5x28mm synergy drug-eluting stent was advanced to treat the lesion by overlapping proximal left anterior descending (lad) artery with previously placed stent. However, the device got caught in the target lesion so it was pulled out by the physician. When the stent was checked, its distal part was found to be lifted. The procedure was completed with a different device. No patient complications were reported. A synergy ous mr 3.50 x 28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the most distal stent strut row with struts stretched in a distal direction. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis.